Manufacturer narrative:
Results: sensor coil cord.

Event description:
It was reported by service report that the head end lift was stuck high. No patient involvement or adverse consequences are reported.